Event description:
A director of surgical services reported that tass (toxic anterior segment syndrome) was noted at the pt's one day postoperative visit following cataract with iol (intraocular lens) implant surgery. The pt was treated with a corticosteroid one day postoperatively, and the anterior chamber was irrigated and rinsed with an injectable corticosteroid three days postoperatively. The pt had received a 2.75mm temporal incision in the right eye. The pt is still under treatment with a "good" prognosis. This is the first of six reports for this facility.

Manufacturer narrative:
For custom pak and fluidics management system: the customer's complaint history was reviewed for the period of one year; this is the one of eight complaints reported for this issue. This is one of eight complaints reported for this issue for this lot. Review of the DHR (device history record) indicates the order was built to specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation. For the handpiece and viscoelastic: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).